Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97792, lot# n466988, implanted: 2015 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was moved up higher and revised on 2015 (B)(6) and she could not do anything with it until it had healed. When the patient tried charging the ins she was not able to. The ins battery was empty at this point. It was noted the patient spoke to a manufacturer's representative (rep) on the morning of the report and was planning on meeting with the rep if needed if she was still not able to charge the ins. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported when they were asked if the recharger resolved the issue with recharging their implantable neurostimulator (ins) they stated "yes and no-had to have them get the stim. To come and left side." When asked what steps were taken to resolve the ins battery being empty the patient stated "yes-but never should have been put so low to start with." The patient further reported regarding their revision they had their ins moved up and all of the settings were redone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was implanted too low and was moving around. On (B)(6) 2016, the patient had the new ins implanted.